Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user of the ilet experienced prolonged elevated blood glucose after meals and contacted support to confirm proper pump use. The agent provided education on the device¿s adaptive behavior and meal announcement timing, and no device alerts or alarms occurred. Symptoms included hyperglycemia with a reported blood glucose near 197 mg/dl trending down to 181 mg/dl. Outcomes included no injury, no medical intervention beyond coaching, and no hospitalization. Investigation included a complaint assessment and user troubleshooting focused on dosing behavior and timing of meal announcements. Investigation of this case revealed that device function appeared normal and that user education on system adaptation and timing could address the concern. It was concluded that hyperglycemia occurred with an unclear cause and that the device operated as designed with no reportable malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.